Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a depressed ventricular output button, the ventricular output connector was broken off inside the device. It was also noted that the hanger assembly was broken, component c277 on the main printed circuit board was damaged, three case screws were contaminated and both of the liquid crystal display wires were pinched but not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported the ventricular output button is depressed. The external pulse generator is expected to be returned for repair. There was no patient involvement. It was further reported that the product was returned to service.